Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -4.00/1.0/089 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. Reportedly, "surgeon and patient are happy."

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).